Manufacturer narrative:
B3: date of event - event date was not reported and was approximated to (B)(6) 2021. Evaluation by mfg: the returned product consisted of the burr catheter for the rotapro device. The rotapro atherectomy advancer was not returned for analysis. The handshake connection, sheath, burr, annulus, and coil were microscopically and visually examined. Inspection of the device presented no damage or irregularities. Functional testing was performed by connecting the device to the rotapro console. A test advancer was used for functional testing. During functional testing, the test rotapro advancer was able to reach and maintain optimum speeds with no irregularities in burr functionality.

Event description:
It was reported that the device was difficult to remove. A 1.25mm rotapro was selected for use in a percutaneous coronary intervention in the left anterior descending artery to treat stenosis. During the procedure, the burr was difficult to remove. The procedure was successfully completed with another rotapro. No patient complications were reported.

Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that the device was difficult to remove. A 1.25mm rotapro was selected for use in a percutaneous coronary intervention in the left anterior descending artery to treat stenosis. During the procedure, the burr was difficult to remove. The procedure was successfully completed with another rotapro. No patient complications were reported.